Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) device experienced recurring incontinence due to urethral atrophy. The existing cuff was explanted, and a new aus cuff was implanted. There were no further patient complications.